Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the customer experienced a low blood glucose (bg) level. Customer's continuous glucose monitor read "low," however, specific blood glucose (bg) value was not provided. Customer consumed candy to address bg level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.